Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that the system intermittently would not make an exposure. There is no report of injury or death associated with the event described in this complaint.